Event description:
In this event it was reported a dentist experienced multiple reciproc blue breakages during use; this event is for the tenth of ten reported breakages. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. The wrong event was submitted under the initial report. This report is to correct all information.

Manufacturer narrative:
The ten returned reciproc blue files r25 8/100 25mm are all broken in the active part, or at the tip of the active part (torque, fatigue or mixed conditions torque + fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1600542, #1599976, #1602146, #1601835 and #1601554). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we notice that the abs ring is absent from three of the ten handles. These devices, intended to expand if we try to sterilize the files, have been obviously removed intentionally by the customer (tool marks are visible in the groove where the abs rings were present). This could mean that the three files were possibly being reused when breakages occurred. These products are manufactured by maillefer for vdw, it's up to vdw to make sure that the products have been used in compliance with dfu. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported about multiple reciproc blue breakages during use; this event is for one reported breakage with r40. The outcome of the event is unknown as of this MDR evaluation.